Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review.

Event description:
It was reported that this right ventricular (rv) lead exhibited elevated threshold measurements. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the high capture thresholds allegation was not confirmed based on normal lead resistance measurements, a passing hipot test and inspection that showed no conductor issues. The device revision or replacement as reported code was not confirmed, no evidence of device defect, malfunction, or abnormal damage was found. The hospitalization or prolonged hospitalization as reported code was not confirmed, no evidence of device defect, malfunction, or abnormal damage was found. The imaging required as reported code was not confirmed and no evidence of device defect, malfunction, or abnormal damage was found.

Event description:
It was reported that this right ventricular (rv) lead exhibited elevated threshold measurements. The lead was explanted. No additional adverse patient effects were reported.